Manufacturer narrative:
Failure analysis noted that the insulin pump was received alarming button error due to moisture damage on the keypad trace. There was no moisture damage found on the electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she dropped her pump in the toilet. When she took it out, tried to blow dry it and received a button error. The customer stated that there was no fluid under the lcd screen, in the reservoir or in the battery compartment. The customer's blood glucose was 140 mg/dl. The customer was advised that the insulin pump will need to be replaced, to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned and analysis was completed.